Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 940mg/dl. Troubleshooting was performed. The programming, basal, bolus history, and daily totals were not correct on the insulin pump. Advised the customer to discontinue use of the device and to revert to back up plan. No further info was reported.